Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during daily equipment cleaning that the cs300 intra-aortic balloon pump (iabp) unit presenting error 5. There was no patient involvement reported.